Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned and the root cause of the battery failure alarm was due to an internal battery fault.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during prep, there was a "battery error" on the aic (console) that occurred after booting. There was no patient involvement.

Manufacturer narrative:
B3: corrected date of event.